Manufacturer narrative:
The reported event is confirmed- other. Received (6) set of photo samples. First photo sample set shows top view of catheter with syringe. Second photo sample set zooms in on end of catheter with inflated balloon. Third photo sample set shows inflation cap. Visual evaluation of the returned sample noted six opened (without original packaging), all-silicone temp sensing foley catheter with six syringes. Visual inspection of the sample noted that two samples were tested. Using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the first sample only returned 0.8 ml, and the second sample only returned one 0.6 ml. The catheters were able to deflate passively using the (in-house0 syringe in under 5 minutes with no issues or cuffing. Using the (in-house) syringe the two-catheter balloon were inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly with no leaks. The complaint is against the syringe. No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: bard® silver lubri-sil® foley tray contents temperature sensing catheter temperature sensing, complete care® type < with bard® hydrogel and bacti-guard®* silver alloy coating > <with bard® hydrogel and bacti-guard®* silver alloy coating > water-soluble lubricant closed drainage bag (complete care® type) syringe prefilled with sterile water bardr10% povidone-iodine solution tweezers cotton balls sheet gauze pads gloves correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water that entered the foley catheter balloon during the pre-test could not be drained naturally, so its use was discontinued.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water that entered the foley catheter balloon during the pre-test could not be drained naturally, so its use was discontinued.